Event description:
Procedure: "tapp" hernia repair. Reportedly, the distal end of the cannula cracked and fell off into the patient. This was noticed at the end of the procedure. The piece of the cannula was retrieved. Procedure was completed. No patient injury reported. Procedure: "tapp" hernia.